Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation of the case logs revealed that the software presented an ict (intraoperative CT registration fixture) shift warning to the user which resulted in navigational inaccuracies. This resulted in misplaced implants with a follow up revision surgery. It is recommended that after registration has been completed to perform a landmark check or verification to ensure that the registration was successfully calculated. Using the navigated verification probe, touch an anatomical landmark and verify that the corresponding location is shown on the system monitor. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.